Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were starting to have bladder issues and they were losing control a lot. The patient stated they were having trouble getting to the bathroom so they were urinating on themselves all the time so they thought they would make a change to their settings but when they used their handset to connect to their settings they stated they saw that their programs had been erased and that they were "not pleased." Patient services had the patient connect to their settings on the call so the patient could read the message they were seeing. The patient connected and stated the message they were seeing had a gold line that said "data lost. Internal device has lost all data. Contact your clinician. End session." Patient services reviewed the meaning of power on reset (por) with the patient and asked the patient if they had been around any large amounts of el ectromagnetic interference. The patient stated they'd been crazy with surgeries in the past 3 weeks and had a surgery on their right knee, a heart surgery and that they'd just gotten out of rehab yesterday (2023-oct-16) and that's when they noticed that they' had very little control. The patient stated they had also had some ER visits too so they couldn't give a definitive date for when their symptoms returned but it had all happened in the last 3 weeks, and they suspected the por was from one of the many procedures they'd had. The patient stated they were on a walker, and they were not able to walk or bend their knee, so it was hard for them to change their pants and change their bladder pad and they weren't able to drive and requested if there was away to address the issue over the phone. Patient services redirected the patient to follow up with their managing health care provider (hcp). The patient stated their hcp was far away from them and that when they'd been at their hcp's office, the hcp always would have a manufacturer rep at the appointment so they knew the hcp would just have a manufacturer rep do the reprogramming. Patient services reviewed the role of the rep with the patient and redirected the patient to follow up with their hcp but also provided the patient with the national answering service (nas) number in case they were able to work with a closer physician to do the reprogramming. The patient stated they were going to reach out to a physician to check the implanted system.